Manufacturer narrative:
Investigation summary: four photos were included for evaluation. According to the received photo, a scratch was detected on the cuff. This could cause leakage during use. The leakage issue was confirmed. Root cause will be determined through complaint signals process as applicable. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one product was returned for evaluation. As received small vertical cuts were observed on the cuff of the set. The complaint of "cuff leak" could be confirmed due to the observed cuts. The probable cause of the cuts observed are unknown. A DHR review was unable to be completed as no lot number was provided.

Manufacturer narrative:
B3: day of event is unknown. D4: lot number, expiration date and UDI information is unknown. H4: manufacturing date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak in the cuff. There was a leak in three of them. This occurred while patient use at facility. There was patient involvement, and no patient harm/adverse event reported.